Event description:
Taxus express post market surveillance study. It was reported that 316 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt expired. The index procedure treated the de novo, 90% stenosed 2.75x32mm target lesion located in the mid left anterior descending (lad) artery. Treatment placed a 2.75x32mm taxus express2 drug eluting stent deployed at 8 atmosphere's (atm's) and post dilation with an unspecified balloon inflated to 18 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. The pt was discharged 2 days later on bayaspirin and panaldine. About 299 days post the index procedure, the pt presented to the emergency room because of chest discomfort and breathing difficulty. The pt was given oxygen and a dialytic treatment due to an accumulation of fluid. The pt was discharged on day 314 after improvement and a future pci procedure was scheduled. On day 316, the pt was brought to the emergency room after experiencing cardio respiratory arrest in her home. CPR was started and 3a bosmin and 500ml of soldem were administered, but the pt expired at the hosp. The physician noted "her underlying disease was diabetes mellitus and renal failure, but the progress of arterial sclerosis, intracerebral hemorrhage or cerebral infarction could have caused the death. The pt had a history of repeat cardiac failure and it was possible that she had an acute myocardial infarction". No autopsy was performed per her family's request. Per the physician, the event relation to the event was listed as "possibly".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication."